Event description:
A review of service data has detected a reportable event. Upon receiving of charger/modem (B)(4), which was returned for normal maintenance, it was discovered that the unit will not power up. The last pt to use this charger/model did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. Upon inspection the charger/modem would not power up. The charger/modem passed a flash test, but failed during flash reprogramming. The root cause of the defective charger/modem cannot be positively identified, but is likely due to corrupt programming. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any problems.